Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice and no delivery. Customer's blood glucose level was 536 mg/dl. They treated with a manual injection. The customer was able to rewind the insulin pump. The customer mentioned that the insulin pump kept alarming no delivery and motor error after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.